Manufacturer narrative:
(B)(4). Date sent: 1/6/2022. Additional information was requested, and the following was obtained: what was the indication for surgery? Was the liver cirrhotic? Was the device difficult to close? Was the device difficult to fire? Was the force to fire higher or lower than expected? Able to fire with one hand did need two? Did the surgeon wait 15 seconds prior to attempting to fire the device? What trouble shooting was performed in attempt to open the device? Did surgeon make the decision to convert to open based solely on issues with the device or were there other contributing factors? Answers= unable to get information. Additional information received: after investigation, the patient (age, gender unknown). On (B)(6) 2021, the patient underwent laparoscopic-assisted partial hepatectomy in the second affiliated hospital of military medical university, chinese people's liberation army air force (specific diagnosis unknown). During the surgery, our company's articulating endoscopic linear cutter stapler (ec60a) and reload (ecr60w, reported separately as no.: (B)(4)) were used for hepatectomy. The operator loaded the first white reload (ecr60w), and the operator reported that the reload was installed normally. When the device was retracted, it was found that about 2/3 of the retractor could not continue the retractor. The operator tried to push down the red manual knife reverse switch, so that the knife could act backwards and squeeze the firing trigger, but still could not rebound. The device could not be removed by opening the jaws, and then the operator converted to laparotomy. Under the condition of no preparation for blood flow blocking, the device was removed after direct resection of part of the hepatic pedicle, and the bleeding occurred at the resection site of the hepatic pedicle. The specific blood loss was unknown. The operator immediately used the suture to stop bleeding, and then no bleeding occurred. At the same time, the blood transfusion was 2000ml (the specific blood variety was unknown), and the operation time was prolonged for about 2 hours. The patient recovered well after surgery and no reports of subsequent complications were received. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was returned with the anvil in the closed position and the closure trigger broken. In addition, an excel trocar was received in the shaft of the device. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and no anomalies were noted. The event reported was confirmed and it is related to improper use of the device. The damage on the device, it is possible that the device was clamped over an excess of tissue or a hard object, resulting in the damage to the closure trigger handle. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified h10.

Manufacturer narrative:
(B)(4). Date sent: 12/14/2021. H6: component code = g04. Investigation summary: a photo along with the device was returned to ethicon endo surgery for evaluation. During the visual analysis of the photo, the following was observed: the photo shows a device from the channel area and the knife can be seen partially advanced and this condition did not allow open the jaws. The instructions for use do contain the following caution: if the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the retracted position by verifying that the stroke count indicator displays ¿0¿ and knife direction indicator points towards the proximal side of the instrument, or that the knife blade indicator is in the home position. If the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger, completely until it rests on the closing trigger. Press the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger, upward (away from the handle) until both firing and closing triggers return to their original positions. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was returned with the anvil in the closed position and the closure trigger broken. In addition, an excel trocar was received in the shaft of the device. One gst60w was reload loaded in the device. The reload was received fully fired. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and no anomalies were noted. The event reported was confirmed and it is related to improper use of the device. The damage on the device, it is possible that that the device was clamped over an excess of tissue or a hard object, resulting in the damage to the closure trigger handle. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during the laparoscopic liver resection, after firing, noted that the jaw could not open, then the surgery changed to open surgery. The patient's surgery was delayed and bleeding volume was about 600ml. Finally the device was removed from the patient, but the jaw still could not open. Checked the jaw and found that something blocked the knife as the photo showed.

Manufacturer narrative:
(B)(4). Batch # unk. No lot or batch number was provided therefore a device history could not be done. Photo analysis summary: this is an analysis of a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a device from the channel area and the knife can be seen partially advanced and this condition did not allow open the jaws. The instructions for use do contain the following caution: if the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the retracted position by verifying that the stroke count indicator displays ¿0¿ and knife direction indicator points towards the proximal side of the instrument, or that the knife blade indicator is in the home position. If the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger, completely until it rests on the closing trigger. Press the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger, upward (away from the handle) until both firing and closing triggers return to their original positions. Based on the photo the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Additional information received: according to feedback from the sales rep, added impacted product code "ecr60w", and the amount of blood transfusion was 2000ml. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the indication for surgery? Was the liver cirrhotic? Was the device difficult to close? Was the device difficult to fire? Was the force to fire higher or lower than expected? Able to fire with one hand did need two? Did the surgeon wait 15 seconds prior to attempting to fire the device? What trouble shooting was performed in attempt to open the device? Did surgeon make the decision to convert to open based solely on issues with the device or were there other contributing factors? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.